Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cover glass of the charged coupled device section was broken, and the image quality was poor. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Additionally, due to the broken cover glass of the charged coupled device section, the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope's camera did not work. There were no reports of patient harm.